Event description:
Additional information received from healthcare professional stated the patient had increased spasticity related to the empty pump reservoir. It was noted therapy was not resumed following the empty pump reservoir alarm.

Event description:
Information was received from a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. The patient¿s pump was returned to the manufacturer (refer to MFR report # 3004209178-2016-20304 regarding an alternate event). The pump¿s log revealed a low reservoir alarm occurred on (B)(6) 2016 at 03:29 followed by an empty reservoir alarm on (B)(6) 2016 at 11:22. Also per the pump¿s log, a pump refill occurred on (B)(6) 2016. Baclofen with concentration 2000.0 mcg/ml was being administered as of (B)(6) 2016 per the pump¿s log. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.